Event description:
A phone call was made to the customer in order to follow up on a call she had made previously regarding low blood glucose levels. The customer stated that she was hospitalized with a low blood glucose of 58 mg/dl. The customer stated that she has continued to experience high and low blood glucose since the event. The customer wanted to troubleshoot, but didn't have the supplies needed at the time. Advised the customer call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.